Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse did not find any instrument related problems or errors. The customer informed the fse that they were using an expired reagent kit lot for hcg. The kit expired in september 2014 and the testing on the patient sample was carried out in december 2014. The cause of the false negative result on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer has obtained a false negative result on one patient sample for human chorionic gonadotropin (hcg) on an immulite 2000 instrument. The initial result on the patient sample was negative and as it did not fit the clinical picture of the patient, the sample was retested. The result obtained on the sample upon retesting was positive. The customer then ran the same sample five times on the same immulite 2000 instrument and the results were positive. The initial negative result was not reported to the physician(s). The repeated result on the patient sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to false negative hcg result.